Event description:
It was reported that (1) lcsc5 was used during a lap nissen fundoplication procedure. It was reported by the rep that the nurse stated the white pad in the jaws of the lcsc5 fell out during the procedure. The surgeon pulled another instrument and completed the case. There was no consequence to pt. 07/18/2000 rep responded the tissue pad fell into the pt and it was retrieved. The old style handpiece was used.